Event description:
During a colonoscopy procedure, the physician inserted an injection therapy needle catheter through the rubber biopsy valve. When the catheter came out through the distal end of the scope, a black round piece of rubber from the biopsy valve was visualized inside the pt's colon. Retrieval attempts were not successful.